Event description:
Dexcom g6 sensor inaccuracy: 7:35am g6 reading 131, finger stick reading is 93. That is a mard of 40.9%, which is outside the allowed 20% range. Inserted (B)(6) 2024, activated on (B)(6) 2024.

Event description:
Additional information received for report mw5157483 on 07/24/2024. Dexcom g6 sensor inaccuracy: 8:43am g6 reading 101, finger stick reading is 168. That is a mard of 39.9%, which is outside the allowed 20% range. Dexcom g6 sensor error > 3 hours. Replaced sensor.